Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "issues" with the pump touch screen. Customer declined follow up from tandem technical support. No additional information was provided. There was no reported impact to customer's blood glucose.